Event description:
While pt was undergoing cardiac catheterization, the mavig arm, part of the siemens axion artis biplane cardiac cath lab system, broke near its horizontal rotation joint and fell from the ceiling. It struck the nursing assistant in the head causing a 2cm, forehead laceration.